Event description:
It was reported that the non-boston scientific left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements of greater than 2000 ohms. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.